Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an open heart surgery for a coronary artery bypass graft (CABG). The ultrasound system and the transducer were being used for cardiac function assessment, hymodynamic assessment, and line access placement. During the surgery, the physician started using the bovie knife to gain access to the chest and to cauterize the blood vessels. The anaesthesiologist was monitoring the patients' vital signs and observing the ultrasound image. As the bovie knife was used, the energy disrupted the ECG signal causing flat lines. Attempts were made to change the imaging area caused the ultrasound system to hang. The user rebooted the ultrasound system to gain functionality. The surgery was completed with the same ultrasound system and transducer. The delay in completing the surgery was reportedly minimal. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation: the complaint was investigated for the system hanging for several seconds. In this case, based on the description, log review and video of the issue, engineering confirmed that the cause of this issue is an error in the design of the connection of the auxiliary (aux) ECG input of the common physio module (cpm). There are two sources causing this issue. The first source is that the ground connection between the cpm and the aux connector had a small gap that caused the ground not to be properly connected. The second source is that high frequency noise was coupled to the ground line in the aux cable. These made the cpm more susceptible to electrical noise from sources such as the bovie knife used in the operating room. The electrical noise interrupted the communication between the cpm with the rest of the sc2000 system. Complaint reference #: (B)(4).